Event description:
Major pump unit(s) involved: drive unit failure.specific component(s) involved: internal controller malfunction.

Event description:
Major pump unit(s) involved: blood pump.additional text: motor failure.specific component(s) involved: internal controller malfunction.additional text: water in vent.other component:causative or contributing factor: patient error in caring for system.other cause:intervention(s): other interventions, specify.other intervention : placed on pnuematic console.implant device type: lvad